Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse performed flowcell cleaning procedure and replaced the carbon bridge, co2 (carbon dioxide) damper, caps and straws to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. The customer did not provide initial and repeated patient results.

Event description:
The customer reported that the unicel dxc 600 synchron system generated erratic erroneous patient results for ise (ion-selective electrode). There was no change to patient treatment in association with this event. Quality control was within the laboratory's established ranges prior to this event.